Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: samples received: 9 unopened and 1 open pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. Received 9 closed and 1 open sample (only 2nd pack is opened). Opened all closed packs received and the aluminum pouch was not stuck to the outer paper foil. All packs opened correctly. The open sample received does not have the aluminum pouch stuck to the outer paper foil. Defective samples showing the defect were not received. Reviewed the batch manufacturing record, this product had a normal process and the results during the process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding. Corrective action: n/a.

Event description:
Country of complaint: (B)(6). Inner foil package welded to outer foil package.